Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Per the IFU: "position the device to hold the shaft up and the handle down. While continuing to hold the shaft with one hand, the sterile nurse uses another hand to gently apply tension to the pull tab to deploy the microbial barrier sheath over the resector handpiece. Use care not to touch the non-sterile resector handpiece. Continue pulling the microbial barrier sheath until it is fully deployed and the teal hub on the disposable resector is no longer under the sheath. With the microbial barrier sheath in place, the entire device may now be placed in the sterile field. Use caution when handling the device and microbial barrier sheath. If there is any reason to suspect that the sheath is damaged or compromised, immediately stop and replace the resector. The lot history record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the phastipp disposable resector sheath ripped when the surgical technician deployed the sheath over the resector handpiece. The sheath was able to move easily over the illuminator handpiece due to its smaller size; however, the resector handpiece is larger. The device was not used on a patient, and no injury was reported.